Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump fell and broke. The customer's blood glucose was unknown. The customer stated the pump was broken into pieces. The customer stated the pump is no longer functioning. The customer was advised the pump will be replaced and revert to back up plan.